Event description:
The customer reported to olympus, the body control unit on the evis exera ii ultrasound gastrovideoscope was leaky. No patient injury reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end. This report is to capture the reportable malfunction of a gap of adhesive on the distal end noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was internal flooding. Due to damage on the air/water tube, the amount of water contact did not meet the standard value. Due to a dent on the nozzle, the water removal ability did not meet the standard value. The scope connector had discoloration due to water leakage. Due to deformation of lever mount, the forceps control lever did not move smoothly. The paint on the air/water cylinder and suction cylinder was peeled. The grip, up/down knob, and connecting tube were scratched. Due to adhesive peeling on the bending section cover, insulation resistance value at distal end did not meet the standard value. The distal end had a dent. The objective lens had a chip and discoloration. The adhesive on the bending section cover had a discolored area. The connecting tube was snaking and had peeling coating. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The insertion guide protector had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the gap of adhesive on the distal end could not be determined at this time. The following information is stated in the instructions for use: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.